Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: on-going

Event description:
Country of complaint: portugal. Broken foot plate. (B)(4).

Manufacturer narrative:
Correction: see section b5 for related med watch reports correction: aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018

Event description:
Multiple medwatch reports being filed that are related/similar to this event, please see: 2916714-2016-00043, 2916714-2016-00044, 2916714-2016-00045, 2916714-2016-00046, 2916714-2016-00047, 2916714-2016-00048.

Manufacturer narrative:
The footplate of the punch is bent downward. Both cutting edges (the pusher and the main part) are severly deformed. In addition, the mouth of the pusher has organic residues which is a result of improper cleaning. The deformations were accrued by overstraining and excessive force. Corrective/preventive action is not required.